Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear incurred from repeated/extended usage in the field. Manufactured date: 2013.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/18/2025, it was reported by a facility representative via (B)(4) that an ar-6480 dw fluid management dev was not regulating pressure. This occurred during use in a case with no patient impact.